Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: on the process beginning, was observed that the product was making a noise and locking, how if it wasn't lubricated. The product broke with less than 1 minute of use. The failure identified in the investigation is consistent with the complaint record. Per visual inspection, the broken inner tip condition was confirmed. The damage to the housing edge indicative of the inner teeth stuck over the housing edges and resulting the locking and the noise. The probable root cause could be blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. (B)(4).

Event description:
It was reported that the device broke.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the device broke.